Manufacturer narrative:
The full identifier for this event is case (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access free t4 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as calibration and quality control were within specifications at the time of the event. The customer reported the questioned low free t4 results occurred with two reagent lots: lot 124403 and lot 124082. Reagent lot 124403 is addressed in case (B)(6). In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported questioned low free t4 (access free t4, part number 33880 and lot number 124082) were generated on the customer's dxi (dxi 800 access immunoassay analyzer, part number 973100 and serial number 608813) for an undisclosed number of patients. Customer provided a list of results; however, customer did not indicate which results were considered questioned low and also did not indicate which results were associated with change to patient management. The low free t4 results were released from the laboratory. The customer reported they sent samples to a reference lab to be tested using the reference lab's access 2. Customer reported they considered these result to be similar to the results generated on the customer's dxi. There was a report of a change to patient management in association with this event. The customer reported the physician was delaying treatment for the patients due to the questioned low free t4 results. There was no additional information provided regarding treatment of the patients. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample collection, handling and storage information such as sample type, volumes drawn, centrifugation time and speed, sample storage or other sample information was not provided.